Event description:
As reported via the excellent study (B)(6), a 70-year-old male (subject (B)(6)) with a medical history of congestive heart failure, atrial fibrillation, previous ischemic stroke (¿un-unk-2019¿), and hypertension, presented with a witnessed stroke on (B)(6) 2024 at 01:30. The patient was presented to the treating hospital on the same day at 08:30. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion).¿ the patient¿s baseline nihss score was 12 and a mrs score of ¿1-no significant disability. Able to carry out all usual duties and activities.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2024 using an embotrap ii 5x33 revasc. Dev. (Et007533/ 23e251av) for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 1, with clot retrieval in the stent retriever. The 2nd pass resulted in a mtici score of 2a, with clot retrieval in the stent retriever. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 prowler select plus (606s255x/ 31135553) microcatheter, a 0.066 navien intermediate catheter, and a 0.079 penumbra neuron max long sheath were also used. There were no intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 40. On (B)(6) 2024, the patient experienced the adverse event of ¿ischemic stroke with post-infarction hemorrhage,¿ which became known to the site and sponsor on 21-may-2024. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was unrelated to the study device, unrelated to the large bore catheter, unrelated to the cereglide71, and unrelated to the surgical procedure. As to whether the event was anticipated, the answer field is recorded as ¿n/a (does not meet above criteria)¿. The event was medicinally treated. The outcome was fatal, as the patient expired on (B)(6) 2024. Additional information was received on 02-jun-2024. Summary: the information provided confirmed the event of ¿ischemic stroke with post-infarction hemorrhage¿ did not occur during the procedure. There was no vessel trauma associated with the event. The event was attributed to progression of index stroke. Additional/modified information was received on 19-jun-2024. Summary: the adverse event term "ischemic stroke with post-infarction hemorrhage" was updated to "ischemic stroke." Additional information was received on 20-jun-2024. Summary: on (B)(6) 2024, the patient experienced the adverse event of ¿post-infarction hemorrhage,¿ which became known to the site on 21-may-2024 and to the sponsor on 20-jun-2024. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was unrelated to the study device, unrelated to the large bore catheter, unrelated to the cereglide71, and unrelated to the surgical procedure. As to whether the event was anticipated, the answer field is recorded as ¿n/a (does not meet above criteria)¿. The event was medicinally treated. The outcome is recorded as ¿fatal¿ with an end date of (B)(6) 2024. Listed. Additional/modified information was received on 27-jun-2024. Summary: the adverse event term "ischemic stroke" was updated to "progression of index ischemic stroke" additional/modified information was received on 25-sep-2024. Summary: the adverse event term: "progression of index ischemic stroke" was updated to "aggravated cerebral infarction." Regarding the event of ¿post-infarction hemorrhage,¿ the outcome of "fatal" was updated to "recovering/resolving," the answer field for ¿is the adverse event serious?¿ was updated from "yes" to "no," and the end date of "(B)(6) 2024" was updated to "[blank]." Additional/modified information was noted on the clinical database at the time of this review, 26-sep-2024. Summary: the suspected origin of the embolism was updated from ¿artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion)¿ to ¿cardioembolic.¿ additional intervention performed after the first thrombectomy pass was noted as ¿proximal carotid atherosclerotic lesion stenting.¿ an additional occlusion site was noted; the additional occlusion site was the left posterior communicating artery (pcomm), which was targeted (in addition to the m1 site) for both the 1st and 2nd pass. An additional retrieval attempt during the procedure was noted; the 3rd pass was made at the pcomm site using a direct contact aspiration device alone, which resulted in a mtici score of 2b, with clot retrieval in the aspirate. The intermediate catheter used was updated from ¿a 0.066 navien intermediate catheter¿ to a ¿0.055 yin she intermediate catheter.¿ on (B)(6) 2024, the patient was discharge to another hospital with a nihss score of 40 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ the outcome for the event of ¿aggravated cerebral infarction¿ was updated to ¿fatal.¿ additional/modified information was received on 28-nov-2024. Summary: the patient¿s expiration date was updated from "(B)(6) 2024" to "(B)(6) 2024." Additional/modified information was received on 13-feb-2025. Summary: regarding the event of ¿post-infarction hemorrhage,¿ the severity was updated from "severe" to "moderate." Additional/modified information was received on 24-jun-2025. Summary: on 19-jun-2025, a clinical event committee (cec) adjudication for the adverse event of ¿aggravated cerebral infarction¿ was received. The cec adjudicated event term was updated to ¿progression of index stroke.¿ the relationship of event to the embotrap study device and to the study procedure were updated to ¿possibly related.¿ the relationship of event to the embovac large bore catheter and cereglide 71 intermediate catheter remains assessed as ¿not related.¿ it was further commented, ¿large baseline stroke.¿ per the additional/modified information noted on the clinical database on 26-sep-2024; it was disclosed three retrieval attempts were made during the procedure. The use of the embotrap iii device was terminated before the 3 allowed retrieval attempts per the instructions for use (IFU) and an alternate device was utilized to continue the procedure based on the discretion of the treating physician. No new patient consequences have occurred because of the used device. The device performed as intended with no alleged quality issue in =2 passes. Therefore, the codes have been updated appropriately; the events will be coded but not reported and the file will be converted to a product complaint. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 23e251av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Per the additional/modified information received on 24-jun-2025, regarding the event of ¿aggravated cerebral infarction/progression of index stroke,¿ which resulted in death; cerebral infarction is a known potential complication associated with the use of the embotrap iii study device and is mentioned in the instructions for use (IFU) as such. The principal investigator assessed the event of ¿aggravated cerebral infarction/progression of index stroke¿ as not related to the used device nor procedure; however, the clinical event committee (cec) adjudication deemed the event as ¿possibly related¿ to the used embotrap iii study device and to the study procedure. Based on this assessment, the correlating relationship between the event to the used embotrap iii study device cannot be ruled out entirely. Based on the assessment of the clinical event committee (cec), this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿death,¿ with an awareness date of 24-jun-2025. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.